Event description:
It was reported that the patient had an advantage system implanted during a procedure and has since experienced complications, including urinary retention, urinary urgency, dysuria, suprapubic pain, groin pain, abdominal pain, and erosion of the mesh to her urethra. Subsequently, the patient underwent a pelvic mesh excision surgery on (B)(6) 2024. The patient suffered significant pain, unnecessary expense, embarrassment, dyspareunia, disfigurement, and harm as a result of the implanted device. Additionally, the patient claims that she may have to undergo additional surgery, and may in the future suffer, damages such as, significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of april 26, 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block d4, h4: the reported lot number ml00000521 could not be matched in our system. Therefore, the manufacture and expiration dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) hospital. (B)(6). The explanting surgeon is: dr. (B)(6). (B)(6) hospital. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reported event of urinary retention. E1301 - captures the reported event of dysuria. E2330 - captures the reported event of pain. E2006 - captures the reported event of erosion. E1405 - captures the reported event of dyspareunia. E2308 - captures the reported event of disfigurement. E0206 - captures the reported event of embarrassment and mental pain. E2401 - captures the reported event of severe and debilitating injuries. The imdrf impact code capture the reportable event of: f1903 - captures the reportable event of patient underwent a pelvic mesh excision surgery.